Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 254 mg/dl (aviva meter 1) and 124 mg/dl (aviva meter 2). This medwatch is for aviva meter 1. Aviva meter 2 is a friend's meter and this meter was not available at the time of the call. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.